Event description:
Tech reported a system 1000 hemodialysis device was removing more weight than intended during a pt treatment. The pt reported cramping and was hypotensive approximately 3 hours into the 4 1/2 hour, 6 kg goal treatment when the device shut down. The device indicated an ultrafiltration of 4kg. It was determined that the pt removed 5 kg. The pt was administered normal saline and recovered. There was no pt injury or medical intervention associated with this incident.